Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that patient's right eye is blurred and visual acuity is reduced (intermittent). An oral steroid was not prescribed. Topical steroid dosage was not increased. A flap lift and rinse was not performed. Patient experienced a loss of best corrected visual acuity. Pre-op bcva was 20/20 in both eyes. Post-op bcva was 20/40 in the right eye and 20/20 in the left eye. Patient has dull pain, no discharge, no tearing and no photophobia.